Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be delamination. A reveal of the event history log revealed a 41541 error. Functional testing was able to duplicate the reported problem. It was determined that the latch/lock optic flex sensor was the root cause. The dso seal and the latch/lock optic flex sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient was awakened by a ringing sound and, unable to stop it, was forced to remove the power supply to stop the ringing. There were no clinical consequences for the patient, as a pump exchange was carried out. Device evaluation noted a damaged/delaminated downstream occlusion seal and a defective latch/lock optic flex sensor.